Manufacturer narrative:
Evaluation results showed that the pcb had no alarm functions. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating out of box failure, that there is no breath alarm will not activate, unit goes into an auto pulse mode without activation.